Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/16/2025, a sales representative reported via (B)(4) that an abs-10063 prp processing set failed to process. This occurred during a case where they pulled bma to concentrate in the angel centrifuge, the first time the machine tried to draw the blood up and could not fill the angel, they emptied the angel and tried to refill the angel. Then opened another angel kit to try and process the blood to get the concentrated bone marrow out, the same issue occurred and the angel said there was air detected and would not complete the spin.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due air in the disk bag caused by improper insertion of the cassette.